Event description:
It was reported a patient experienced a hematoma with a floseal fast prep 5ml set. The patient underwent a decompression for lumbar l3/l4. The floseal set was used when bleeding was observed in the dura venous plexus. The area was flushed after application to eliminate excessive floseal matrix. ¿several hours¿ post op the patient complained of right leg pain. A revision surgery was performed, and the surgeon noted a hematoma spreading from the l1 to l3 area. The hematoma was removed, and hemostasis was performed with a non-baxter product. Four drain tubes were placed, and the patient¿s incision was closed. No evidence of a hematoma has reoccurred. No additional information is available.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward, ca 94545 united states should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10, h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.